Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. Approximately, 7.5 years post initial procedure a follow up CT detected a type 3 endoleak(indeterminate origin). The physician elected to treat the patient by relining with gore (non-endologix device). Reportedly, patient status is fine and has been discharged. Additional information: during the investigation, the reported type 3 indeterminate endoleak was identified as a type 3b endoleak of the suprarenal extension and there was loss of overlap between the main body and suprarenal extension there were also multiple type ii endoleaks identified from lumbar arteries.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iii (indeterminate endoleak) was identified by the clinical personnel as a type iiib endoleak of the suprarenal extension with the loss of overlap between the bifurcated stent graft and suprarenal extension. The event reported is most likely device related due to use of strata material the secondary endovascular procedure with non-endologix implants is confirmed. The procedure related harms identified were multiple type ii endoleak from lumbar arteries related to the patient¿s anatomy. The final patient status was reported being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with strata¿. Corrections: d1: brand name has been updated. D2: product description has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot# has been updated. D4: expiration date has been updated. H6: remove device code 3190. H6: method code 3221. H6: conclusion code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately, 7.5 years post initial procedure a follow up computed tomography (CT) detected a type 3 endoleak of indeterminate origin. The physician elected to treat the patient by relining with non-endologix device (gore) stent. The patient was reported as fine and has been discharged.